Event description:
It was reported that the insulin pump had an unresponsive keypad and the buttons were sticking. The buttons were starting to stick. The customer's blood glucose was 155 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the act button did not respond due to corroded keypad trace. The insulin pump was received with minor scratched display window, and cracked reservoir tube lip.